Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error and insulin pump was powered off. The customer;s blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem isolated to the interface board. We were unable to confirm the unexpected battery power loss and unexpected alarm or perform any tests due to the blank display.